Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high pacing thresholds. In addition, this rv lead was perforated since implant which was confirmed via CT scan. Further, this rv lead was explanted. No additional adverse patient effects were reported.